Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified insulation damage on the conductor wire. No thermal damage was observed. The instrument was tested and passed electrical continuity. Further inspection of the instrument found indentations on the bipolar yaw pulley. Failure analysis indicated that the insulation damage on the conductor wire and the indentations on the bipolar yaw pulley are likely related. Both failures are most commonly caused by instrument mishandling and misuse, such as collision of the instrument with a sharp object. Additionally, scratch marks with light material removed were identified on the main tube. The scratch marks measuring approximately 0.066¿ to 0.249" are not aligned with the tube axis. This failure is most commonly caused by instrument mishandling and misuse. No procedure video or image was submitted to isi for review. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument lot# n11200211 / sequence 0189 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 using system (B)(4) and not on the reported event date of (B)(6) 2020. The alleged event occurred on the 4th use of the instrument. Instrument has 6 remaining usable lives with no subsequent use recorded. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted surgical procedure, the user observed a broken wire on the fenestrated bipolar forceps instrument. There was no allegation of unintended energy discharge reported. The instrument was replaced with the backup and the procedure was completed with no patient injury. Evaluation of the instrument by failure analysis found insulation damage on the conductor wire. No thermal damage was observed. The instrument was tested and passed electrical continuity. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. Furthermore, failure analysis identified compromised conductor wire insulation that is exposed to the patient with a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a broken wire on the fenestrated bipolar forceps instrument. No allegation related to unintended energy discharge was reported. The instrument was replaced with a backup and the user completed the procedure with no further issue reported. No impact or patient consequence was reported.